Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2023, product type: catheter. Product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver hydromorphone. Dose and concentration information was not reported. It was reported that, during a pump replacement for a normal elective replacement indicator (eri) on (B)(6) 2023, a back table prime of 0.061ml was completed for a 27.9cm catheter piece that was to be added. The new pump and the new catheter pump segment were primed for a total of 0.361ml. After this prime, no drug was seen coming out of the tip of the catheter. An additional 0.1ml was primed and dripping was then seen. The reporter wanted to know why no drug came out with the first prime. The doctor wanted to know if this indicated that there was a problem with the pump and was wondering the cause. Per the reporter, regarding the cause of the no drug dripping after the catheter prime, possible scenarios were provided by technical support, however the exact cause was not reported. No patient symptoms or complications were reported. The patient's weight at the time of the event was unknown.